Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument at 12:17pm on (B)(6) 2015 for 12 seconds, which is not sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 12:17pm on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions ((B)(6) in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 5 (ethanol) remained unchanged at (B)(6), because the reagent had not been replaced. This reagent was then used for the final dehydration step of the protocols from which tissue samples exhibited sub-optimal tissue processing. The minimum final reagent concentration required for ethanol is (B)(6). The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocols, and involved failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the (B)(6) peloris/peloris ll user manual.

Event description:
(B)(6) biosystems received a complaint regarding sub-optimal processing of approximately 166 samples which comprised of prostate and gastro-intestinal tissue. The complainant advised that no error code(s) had been recorded and that the affected tissue samples were re-processed on another tissue processor located within the laboratory. On (B)(6) 2015, a (B)(6) field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss measured the ethanol concentration in bottles 3-5 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable with the exception of bottle 5. The measured ethanol concentration was (B)(6); and the corresponding calculated concentration was (B)(6). Based on this finding, the fss determined that a use error occurred during the replacement of the reagent in bottle 5, which was performed at 12:17pm on (B)(6) 2015. On (B)(6) 2015, (B)(6) biosystems received information from the laboratory indicating all tissue samples exhibiting sub-optimal tissue processing were diagnosable.